Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device was defective. No additional information is available from the site. The device was returned for evaluation and visual inspection discovered that the webbing is protruding.